Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that following the dislodgement of the valve, the valve was higher than the annulus.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant dilation was performed. It was reported that the patient had a small amount c alcification that contributed to the dislodgement. The deployment starting point was at the middle and bottom of the pigtail catheter. The direction of the dislodgement was aortic, and prior to valve dislodgement the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) were 3 millimeter's (mm). It was further reported that following valve dislodgement, the valve was in a "negative position". A non-medtronic guidewire was used during the procedure.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-26; serial: (B)(6); product type: 0195-heart valves; implant date; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, the valve dislodged during deployment. The valve's start position was adjusted via pushing and pulling during subsequent deployment attempts; however, the same issue occurred. The valve was deployed and recaptured a total of 3 times due to dislodgments. After the third recapture, the valve and delivery catheter system were withdrawn from the patient. A new valve was implanted in the patient. No patient complications have been reported as a result of this event.